Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture material separation was not confirmed as the suture was not returned for analysis; however, a link break was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 14fr sheath, after a percutaneous coronary intervention procedure. Reportedly, the ¿sutures cut.¿ patient went to operating room. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.